Event description:
It was reported that an alert was received in the remote home monitoring system due to storage of an untreated episode. Review of the stored episode noted this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing. Technical services (ts) reviewed the stored episode and noted that the noise is suggestive of a potential compromised electrode. Further review of stored device data noted a previous untreated episode that contained noise and oversensing. Ts noted the noise in the older episode was more suggestive of potential myopotential noise. Ts discussed potential troubleshooting options. Additional information was received that the patient was seen in clinic for further evaluation. Auto setup was performed and did not pass in alternate sensing vector. The device was originally noted to be programmed to secondary sensing vector. Noise was reproduced in secondary sensing vector with patient arm movements, however, there were no changes in impedance measurements. The sensing vector was then reprogrammed to primary. X-rays were taken. Technical services (ts) reviewed the x-rays, which, were suggestive of good system placement with no visible sharp bends or kinks in the electrode and no evidence of an electrode fracture. Tachycardia therapy was programmed off pending further discussion about next steps. No additional adverse patient effects were reported. This device remains in service. Additional information was requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Investigation summary: this s-ICD operated appropriately in the laboratory setting. Investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise and oversensing noted in the field; however, a definitive cause of this sensing behavior has not been determined. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise and oversensing noted in the field; however, a definitive cause of this sensing behavior has not been determined. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that an alert was received in the remote home monitoring system due to storage of an untreated episode. Review of the stored episode noted this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing. Technical services (ts) reviewed the stored episode and noted that the noise is suggestive of a potential compromised electrode. Further review of stored device data noted a previous untreated episode that contained noise and oversensing. Ts noted the noise in the older episode was more suggestive of potential myopotential noise. Ts discussed potential troubleshooting options. Additional information was received that the patient was seen in clinic for further evaluation. Auto setup was performed and did not pass in alternate sensing vector. The device was originally noted to be programmed to secondary sensing vector. Noise was reproduced in secondary sensing vector with patient arm movements, however, there were no changes in impedance measurements. The sensing vector was then reprogrammed to primary. X-rays were taken. Technical services (ts) reviewed the x-rays, which, were suggestive of good system placement with no visible sharp bends or kinks in the electrode and no evidence of an electrode fracture. Tachycardia therapy was programmed off pending further discussion about next steps. No additional adverse patient effects were reported. This device remains in service. Additional information was requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. At explant, all sutures were noted to remain in place, device placement was noted to be appropriate, the electrode was secured to the device header appropriately and the set screw functioned appropriately. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Event description:
It was reported that an alert was received in the remote home monitoring system due to storage of an untreated episode. Review of the stored episode noted this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing. Technical services (ts) reviewed the stored episode and noted that the noise is suggestive of a potential compromised electrode. Further review of stored device data noted a previous untreated episode that contained noise and oversensing. Ts noted the noise in the older episode was more suggestive of potential myopotential noise. Ts discussed potential troubleshooting options. Additional information was received that the patient was seen in clinic for further evaluation. Auto setup was performed and did not pass in alternate sensing vector. The device was originally noted to be programmed to secondary sensing vector. Noise was reproduced in secondary sensing vector with patient arm movements, however, there were no changes in impedance measurements. The sensing vector was then reprogrammed to primary. X-rays were taken. Technical services (ts) reviewed the x-rays, which, were suggestive of good system placement with no visible sharp bends or kinks in the electrode and no evidence of an electrode fracture. Tachycardia therapy was programmed off pending further discussion about next steps. No additional adverse patient effects were reported. This device remains in service. Additional information was requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. At explant, all sutures were noted to remain in place, device placement was noted to be appropriate, the electrode was secured to the device header appropriately and the set screw functioned appropriately. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.